Manufacturer narrative:
Bent cartridge lockout tab. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k0121z; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, partially fired. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassemlbed and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. The returned cartridge had a bent lockout tab on the pan which indicated that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridg became damaged. If the instrument's firing cycle is interrupted, released, the restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy on the first firing of the atw 35 the staples did not form and the black, firing trigger broke. A new atw35 was opened to complete the case. There was no patient consequence.